Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one-day post-implant procedure, dislodgement of the right atrial lead was observed via a chest x-ray. No electrical anomalies were reported. The lead was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 52.0 cm. After cleaning, the helix was able to extend and retract by applying torque to the connector pin. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage.